Event description:
It was reported that the patient had three inappropriate shocks due to t-wave oversensing. Also, the smartpass feature could not be enabled due to low intrinsic amplitudes. The local representative will discuss this with the doctor. There were no additional adverse patient effects. The system remains implanted.